Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15128. Follow-up information indicated the patient's thoracic lead (lot number 3161541) was the lead that was explanted on (B)(6) 2015. The patient's cervical lead (lot number 3250359) remains implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Date of explant: device was not explanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15128. It was reported the patient's lead had migrated. Surgical intervention was undertaken and the physician explanted one lead and then repositioned the patient's other lead. Additionally, the patient may have suffered multiple falls prior to undergoing surgical intervention. It is unknown which lead was explanted and replaced, therefore explant dates are being reported for both leads.